Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels. Patient¿s blood glucose exceeded 600 mg/dl while wearing the pod on the infusion site (arm). The patient had a concussion due to patient trying to administer a shot and had passed out in the bathroom and hit the head. Patient¿s treatment included blood work, insulin pump, cat scan for the concussion, and morphine for the pain. There was traces of ketones when the patient went to the hospital and was kept for two (2) days to bring ketones down. Patient no longer has the pod so device is not available for return. The site appear to have blotches from the adhesive.